Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A healthcare professional reported that following an intraocular lens (iol) implantation, glistening of lens was observed in the patient after the surgery. There are two medical reports associated with this patient. This file belongs to left eye. Additional information has been requested but is not available at the time of this report.